Event description:
Per complaint (B)(4), a patient experienced nerve damage during clinical procedure. Pain, osteopenia, and failure of osseointegration were also reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation.